Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: a review of documentation including the complaint history, instructions for use (IFU), quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify the failure mode prior to distribution. Adequate risk controls are in place to inhibit this failure mode, and analysis indicates that the risks associated with the devices are acceptable when weighed against the benefits. The device history record could not be reviewed, as no lot number is available. With the known information, there is no evidence to suggest there is nonconforming product in house or in field. Additionally, there is no evidence to suggest that the device was not manufactured to correct specifications and tolerances. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: "only physicians trained and experienced in percutaneous tracheostomy techniques should use this device. Exercise care to ensure that the components used in each step are properly positioned within the trachea. Improper placement of the components may lead to a potentially life-threatening injury. Anatomical anomalies may make the procedure difficult to perform. The presence of anomalous blood vessels may cause excessive bleeding during the procedure." Precautions: "a ultrasound evaluation of the patient's neck prior to the procedure may aid in identification of anatomical variances." Tracheostomy procedure: "21. Perform suction to determine fi any significant bleeding or possible obstruction exists that has not been noted to this point." Post-placement: "follow hospital protocol for post-tracheotomy care and maintenance." How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Literature citation: bihari, s., & prakash, s. (2018). Dynamic airway obstruction from a circumferential mass with a free-floating projection: a subacute complication of percutaneous tracheostomy. Intensive care med, 44, 1150. Doi: 10.1007/s00134-018-5080-5. (B)(6). Occupation: unknown. Concomitant products: portex cuffed tracheostomy, size 7. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported in the journal intensive care med, that an (B)(6) woman underwent a bedside percutaneous dilatational tracheostomy using a ciaglia blue rhino percutaneous tracheostomy introducer set and a competitor's cuffed tracheostomy, under bronchoscopic guidance in the intensive care unit (ICU) with no immediate complications. She was admitted two weeks earlier with multi-organ failure and staphylococcal septicaemia from a right gluteal abscess that required surgical drainage. Tracheostomy was done to facilitate her weaning from mechanical ventilation. On day two post-tracheostomy, she developed clinical and ventilatory features of airway obstruction and dynamic hyperinflation. A bronchoscopic examination via the tracheostomy revealed a circumferential floating mass with a figure-like projection (blood clot) partially obstructing the tracheostomy causing a ball-valve effect during expiration. The delayed presentation was possibly due to slow ooze from the tracheostomy site and a gradual clot build-up around tracheostomy distal end over the following 36 hours. The tracheostomy was de-cannulated with the wall suction attached to its proximal end which delivered a large clot. Subsequently, she was intubated with an orotracheal tube and after further bronchial toileting, she had the tracheostomy placed back. She did not develop any further bleeding complications and was slowly weaned from the ventilator and de-cannulated 10 days later.